Event description:
It was reported that the sales consultant received a new buttress compression nut and when he was fitting the part together with the trocar (blade guide sleeve), the nut and sleeve became fused together. He was unable to separate them. The tfn set cannot be used without the blade guide sleeve. There was no procedure or patient involvement. This is 1 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. The device was received, however, no evaluation is available.

Manufacturer narrative:
The devices were received and a product development event evaluation was performed. The buttress/compression nut was stuck on the blade guide sleeve over the first few threads of engagement and could not be removed by hand. There was a significant amount of damage on the outer diameter and threads of the blade guide sleeve and to the spanner wrench holes on the outer diameter of the nut. The blade guide sleeve was manufactured in march 2005 and, based on the condition of the part, has been used extensively. Some of the damage to the shaft outer diameter is likely from attempts to disassemble the parts, but a good portion is due to field use, especially the nicks and gouges in the threaded region. The buttress/compression nut was manufactured in march 2012 and the damage on the holes is also likely due to attempts to disassemble the parts, especially considering the recent manufacturing date for this part. The design is adequate for the intended use and the issue was most likely caused by damage to the blade guide sleeve threads prior to assembly with the nut. This complaint is invalid from a design perspective. (B)(4).

Event description:
This report is for file (B)(4).